Event description:
Biomed reported the pump appeared to unintentionally bolus pt with pitocin. Pitocin was restarted at 0920 at 2 mu/min. Within 2 minutes the fetal heart tones were decelerating. Pitocin was stopped at 0922 by the nurse holding the channel off button, but she still saw pitocin bolusing in while the channel was off. Rn clamped pitocin off at 0923 and removed IV tubing from pt at 0923. Fetal heart tones were returning to baseline after terbutaline was given and 8 min of prolonged deceleration. Pt delivered vaginally in operating room at 1140. There was no adverse pt effect. Concentration 20 units/1000 ml ns. Profile used for programming: guardrails drugs ldrp oxytocin induction. No additional info was available.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The pump has been received for evaluation. A follow up report will be submitted with the investigation findings.